Event description:
It was reported that during a laparoscopic assisted distal gastrectomy, scissoring occurred. It was unknown which firing of the device this event occurred on. The device was fired after the event by the doctor and functioned as intended. The doctor commented that there might have been torquing or twisting of the device present when scissoring had occurred. The clip was fed into the jaws properly before the event. The force of grasping the trigger was higher than expected. There was no unexpected device. The jaws slowly opened when the device was released. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant by event description, "there was no unexpected device?" Please provide more information. Did scissored clip damage tissue? If so, how was tissue repaired?

Manufacturer narrative:
(B)(4). The analysis results of the er420 device found that it was received in good visual condition. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining 11 clips were not properly fed into the jaws, causing the clip to be fed sideways and ejected; finally, it locked out as intended. It could not be determined what may have caused the found feeding issue. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.